Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage and is alarming no delivery alarms. The customer states the screen has scratches which make display hard to read. The customer states the buttons are not responding. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The off no power alarm functions properly. No unexpected low battery alarm noted. Device passed back light check on self test. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor grinding anomaly or missing segments noted. After the completing the displacement test, the device was able to completely rewind the motor. No unexpected motor stop or rewind anomaly noted. The motor was tested outside of the unit and passed. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device powered up properly after the battery was installed. Unit was monitored for 1 day. No blank display or battery power loss anomaly noted. Unit had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. No button error alarm noted. Device uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No scuff marks noted on the device case.